Event description:
A malfunction was reported on the pump, identified by the code malf 12, indicating a momentary power loss to the vibrator motor. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, and they acknowledged the instructions.